Manufacturer narrative:
The insulin pump had missing segments due to a cracked connector on the liquid crystal display circuit board. The insulin pump was received with minor scratches on the display window.

Event description:
It was reported that the insulin pump had a partial display during normal device use. The customer's blood glucose was 169 mg/dl. The caller stated that the insulin pump had neither been dropped nor bumped. The issue was not resolved by a battery change, and the display was missing segments during the self test. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.